Event description:
The pt experienced an infection/uti (urinary tract infection) and sepsis along with withdrawal due to a missed refill. The pt was admitted to the hospital. The physician stated that the pt was prescribed oral baclofen due to not having access to lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).